Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm and a 3.50mm x 15mm nc emerge balloon catheters were advanced for dilatation. However, during the procedure, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported.